Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# va19c6g, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va19c6g, ubd: 05-aug-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a premature battery depletion related to a fall and also a lead revision due to the fall. It was also reported that the battery was interrogated in the health care office after the fall. As to troubleshooting, there was a replacement of both the lead and the battery. It was also reported that when the lead was removed, the sheath over the tines was pulling away from the lead and it was unknown whether the sheath was displaced during lead pull or during fall. No further complications were noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID:; 3889-28, lot# va19c6g, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Ubd: 05-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: it was repeated that the old battery was replaced due to the premature depletion and is not being returned for analysis. The physician sent it somewhere else. No further complications were noted or anticipated.